Event description:
A percutaneous coronary intervention (pci) was performed for the lesion in the middle left anterior descending (lad) to the main left coronary artery (lca). The intravascular ultrasound (ivus) was used to image the lesion post stent placement. First run with imaging was successfully completed. The device remained in the patient; the physician flushed and catheter in preparation for the second run. The patient condition suddenly deteriorated with st segment elevation and blood pressure decreasing. In the physician's opinion "the patient suffered an air embolization"; however, it was not confirmed under the fluoroscopy. The patient condition was reported to the stable after receiving additional medical intervention: suction with thrombuster aspiration catheter and medication.

Manufacturer narrative:
(Other): no allegation of device malfunction.